Event description:
This lead was implanted on (B)(6)2012 and remains implanted. It was reported to technical services on 6/14/12 that this ra lead is not capturing. The patient does not have any symptoms and will be having a chest x-ray at (B)(6)hospital with dr. (B)(6). The device was also re- programmed to vvi 60. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).